Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change out procedure, the left ventricular lead exhibited externalized conductors. No intervention was taken for the lead on the part of the physician. The patient was in good condition.